Event description:
It was reported that the patient experienced ineffective stimulation due to high impedance and auto reducing. X-rays confirmed the lead migrated. The physician was unable to reposition the lead due to the patient¿s anatomy and hence the lead was explanted. Patient is receiving effective stimulation.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.